Event description:
A prograsp forceps instrument was returned. No complaint was communicated to intuitive surgical regarding the da vinci surgical system or instrument. No malfunction of the da vinci system was alleged.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found the instrument had deep scratches on the main tube and a derailed grip cable. The distal end of the main tube had several scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length ranging between .05 to .09. Engineering concluded the damage may be due to mishandling. One grip cable was derailed off the clamping pulley at the proximal end. The grips can still open and close, but movement may not be precise. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The engineering findings does not itself constitute a MDR reportable event; however; tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.